Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00571.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil into the aneurysm using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician made several additional attempts; however, the smart coil did not detach. Afterwards, the physician attempted to manually detach the smart coil; however, the smart coil did not detach. It was reported that while the physician attempted to manually detach the smart coil, the microcatheter shifted out from the target location; therefore, the microcatheter and the smart coil were removed together from the patient. After the removal, the physician noticed that the smart coil unintentionally detached inside the microcatheter. The procedure was completed using four additional coils and a new microcatheter. There was no report of an adverse effect to the patient.